Event description:
4/69/24-lk complaint #ot-149 before procedure, partially torn drape was found when opening the package. As a result of the returned sample(s) review at gmkk: the torn drape, 37cm long(14.5" long), was confirmed.

Manufacturer narrative:
H3: the complaint product will not be returned. Therefore, this report is based solely on customer provided information. The DHR was reviewed and found no issues noted during production. Historical complaint data review identified one other complaint for holes/tears for this product family in the last 2 years, however the complaint could not be confirmed after evaluation of return samples. This failure mode and product family has a complaint rate of 0.004% based the last 2 years of sales data. With the information available the root cause could not be determined. The operators at the manufacturing site were provided awareness training on this complaint as a precaution. This failure mode has a very low complaint rate, therefore no further corrective or preventative actions are necessary at this time. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented, and acted upon as warranted. Manufacturer reference file: (B)(4).